Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported plunger movement difficult with use of pump. Event description: the reporter stated that the continuous xxx replacement therapy machine suddenly started alarming for upstream occlusion, despite the syringe being properly attached and having run without issue. After eliminating all other possibilities, the syringe was removed and the plunger was found to be stuck, causing an occlusion in the system. The issue was resolved by aspirating air into the syringe, allowing the plunger to move freely again. The event occurred during use. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction was associated with this event.